Event description:
It was reported by the rep that the (1) prw35 was used during an unknown procedure. It was reported that several staples did not close properly. The case was completed with another device and with no pt consequence.